Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200526 - file-2020-00986 - analysis_and_closure_report_resp-2020-00618.pdf].

Event description:
Reportedly, the subject pacemaker was explanted due to infection. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Event description:
Reportedly, the subject pacemaker was explanted due to infection. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.